Event description:
A customer reported that during a procedure an ophthalmic console turned off by its self and system message for changing the lamp module was displayed. After restarting the system started working normally. Patient impact were not reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative examined the system and was unable to confirm or replicate the reported event of system shut down. The company service representative replicated the reported event of lamp issue. To resolve the issue, the company service representative replaced the nonconforming xenon lamp. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event is attributed to nonconforming xenon lamp. Based on the information obtained, the root cause of the reported event of shut down is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).